Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6), 2014, he experienced a headache and feeling nauseated. On (B)(6) 2014, at 10:00 a.m., customer self-presented to a local hospital, was diagnosed with hyperglycemia, and administered insulin and an unspecified pain reliever. Customer remained at the hospital for approximately one hour and then sent home. There was no report of death or permanent impairment associated with this event.